Manufacturer narrative:
The doctor has not been responsive to further inquiries. The surgeon reported that there was no vitreous loss and that the tear was noticed after the iol was implanted. It is unknown why the surgeon believed the tear to be caused by the I/a tip. The tip was discarded and not returned for evaluation. Without an evaluation of the actual device used in the procedure this complaint cannot be confirmed. Device was not returned for evaluation.

Event description:
The surgeon reported a capsule tear during cataract surgery. The tear was noticed after the iol had been implanted. There was no vitreous loss and the iol did not need to be explanted.